Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that the patient with this newly-implanted pacemaker passed away overnight the day of implant after becoming diaphoretic and exhibiting vomiting over a period of several hours. The patient's status was do not resuscitate. Initial autopsy results showed a possible myocardial infarction; there was no evidence of a lead perforation or tamponade. There were no known issues with this device, which is to be returned to boston scientific. The patient had slightly low p-waves, which the physician was aware of. Histograms were normal, and no high-rate pacing occurred.